Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl and 160 mg/dl. The customer experienced nausea, abdominal pain and gastroparesis. The customer reported that the quick release part that connects to the tubing and reservoir always came loose and caused high blood glucose levels. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.